Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system recorded one signal artifact monitoring (5am) episodes due to noise oversensing on the right atrial channel. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. Technical services provided the healthcare professional with programming -options. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).